Event description:
It was reported that the impedance measurements on this right atrial lead spiked to high and out of range. Review of atrial tachycardia response episodes showed oversensing of the device's respiratory rate trend (rrt) feature. The patient was seen in clinic and the issue could not be reproduced. A boston scientific technical services consultant discussed that this could be due to an issue with the connection between the device and the lead and suggested monitoring. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).